Event description:
On january 14, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user started receiving sensor replacement alert on (B)(6) 2025, day 21 after insertion. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation. Investigation of the returned sensor did not reveal any malfunction. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the raw sensor data showed depressed signal and reference channels since implant. The sensor replacement alert was triggered when blue norm went below the 0.59 threshold value for at least 1 hour on day 21, per system design. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the implant procedure. B4. Date of this report 11 april 2025. G3. Date received by the manufacturer? 11 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.